Event description:
Boston scientific received information that this right atrial (ra) lead dislodged within a day of implant. This lead was repositioned. However, after pocket closure this lead dislodged again. At a device check the lead was found to be dislodged yet again. Programming was done around this lead. It was reported that the lead was to be removed and not replaced. It was thought there was an issue with patient's anatomy and not a lead issue. The field representative was unsure if this lead would be returned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As the provided event and explant dates are chronologically impossible, neither dates have been included with this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.